Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a casing/condition issue. The reported stated that there was moisture found. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 28-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: during investigation, moisture was found behind the display lens. The pump was opened to find moisture on the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.